Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the collimator on the 9800 system closed down with a collimator error during a case. No pt injury was reported.